Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03361 / 03362). Product location unknown.

Event description:
It was reported the patient's left knee was revised eighteen months post-implantation due to fluid drainage and pain. All components were removed and replaced with antibiotic cement spacer molds.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to infection greater than one year post-op and is not related to a product issue.

Manufacturer narrative:
(B)(4). Correction: upon internal review, it was determined that this complaint does meet the definition of a reportable complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.